Event description:
On february 8, 1999, safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: as a result of her cutaneous and airborne exposure to extractable allergenic proteins, plaintiff has developed a life threatening immediate hypersensitivity to latex. On april 29, 1997, plaintiff was diagnosed as suffering from a type 1 latex allergy. Plaintiff has suffered and will suffer in the future mental strain, emotional stress and the loss of enjoyment of life.